Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water nozzle of the gastrointestinal videoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. The customer provided the IFU, the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the air/water nozzle of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.